Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. During an on-site repair, the field service engineer (fse) confirmed the allegation of imaging failure by the customer. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image flickers were due to a bad serial digital interface cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the reported issue was fixed on-site. The flickering of the main image was caused by a bad serial digital interface cable between the device and the wall plate connector. The field service engineer replaced the serial digital interface cable with a spare part and, this corrected the issue. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that his olympus video system center was experiencing an imaging failure. According to the initial reporter, the image was flickering during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.